Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing disconnected error. A field service engineer checked ethernet cable connections and verified network settings, all good. Suspected issues with data jack, referred customer to their information technology (it) department to troubleshoot data jack issue. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had been offline for approximately six hours, and the station was also shown offline in remote support services. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.